Event description:
During a parotidectomy surgery, surgeon was going to cut tissue with the device and the lever for cutting was getting stuck. It would not close all the way, preventing the seal and cutting of the tissue. A new one was opened, no issues with the second one. No harm to patient. No delays created for surgery completion.